Event description:
Per physician/urologist report: during procedure, the basket became difficult to manipulate. It was noted that two of the four wires were broken and had damaged the ureter. The pt required a board flap to repair the damaged ureter.